Manufacturer narrative:
The product was not available for return. Part and lot number identification required for review of device history records, sales and complaint history was not provided. The exact root cause of the reported issues could not be determined. Condition is addressed in the package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Annual report (2011) of the national joint replacement registry of the australian orthopaedic association reported a total of thirteen (13) revision procedures were performed between 2004 and 2010 to remove recap femoral and acetabular components due to loosening/lysis, fracture, infection, pain & dislocation. This report identified four (4) patients that were revised due to fracture (patient's bone). No information regarding which components were removed during these procedures was provided. There has been no further information provided and the patient outcome is unknown.